Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer has tried all remedies including changing the infusion set, reservoir and site location, but the problem persists. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The device was received with operating currents within specification and passed self test. However, the device seated at the beginning of the displacement test due to faulty motor. We were unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to motor anomaly. The motor was tested outside the device and passed. The device was received with minor scratched display window and case.